Event description:
Related manufacturer reference number: 2017865-2023-93329 it was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead exhibited high pacing impedance and the right ventricular lead helix was automatically rotated out. The physician elected to complete the procedure with a different atrial lead and different right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with dried blood.